Event description:
The customer reported that the device has a therapy knob failure error. No patient harm occurred.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.